Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed stent damage. Strut segment 6 from the distal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending (lad) artery. After pre-dilation with a 2.0x20mm maverick balloon catheter, a 3.00 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stabilized. However, returned device analysis revealed stent damage.